Event description:
The patient's scs ipg and lead were received by sjm failure analysis laboratory along with information indicating the patient passed away. The cause of death was not provided to the manufacturer. Follow-up with the implanting physician's office revealed no further information regarding the patient's cause of death.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.